Event description:
As reported by the field, during a coil embolization to the middle meningeal artery (mma), a freeform mini 1mm x 2cm coil (mcr091020, 31131257) did not detach. The user tried to detach the coil with a mechanical detachment handle (mdh1, 101456956) and tried detaching using the manual break. A second mechanical detachment handle (product/lot unknown) was used successfully. Additional information received on 30-oct-2023 indicated that a sl10 microcatheter was used for coiling. Four cerepak coils were previously implanted. There was no resistance in delivery through microcatheter (mc). Delivery was smooth with no friction. Two attempts were made using the detachment handle. There was no damage to the coil, no kinks, or bends in delivery. No excessive tortuosity.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00821.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a coil embolization to the middle meningeal artery mma, a freeform mini 1mm x 2cm coil (mcr091020, 31131257) did not detach. The user tried to detach the coil with mechanical handle and tried detaching using the manual break. Also, a mechanical detachment handle (mdh1, 102109430) was noted to be ¿cracked¿ when package was first opened, this device was not clinically used. A second mechanical detachment handle (mdh1, 101456956) was used. Additional information received on 30-oct-2023 indicated that a sl10 microcatheter was used for coiling. Four cerepak coils were previously implanted. There was no resistance in delivery through microcatheter (mc). Delivery was smooth with no friction. Two attempts were made using the detachment handle. There was no damage to the coil, no kinks, or bends in delivery. No excessive tortuosity. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 101456956 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.